Event description:
It was indicated that the device was removed due to pt dissatisfaction and "not operating correctly".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.